Manufacturer narrative:
(B)(4).

Event description:
An 8f acunav ice catheter was used to assess the defect and rims in a patient scheduled for asd closure. A 24 mm amplatzer sizing balloon ii was used to size the defect using stop-flow measurement across the defect. The defect size on fluoroscopy was 10 mm; ice measurement was 11.92 mm. A 12 mm amplatzer septal occluder (aso) was selected with a 9f amplatzer torqvue 45 delivery system. The aso was successfully deployed. The rims and surrounding structures were assessed with no obstructions noted, intact svc flow and the aso splayed the aortic rim and the discs gripped the inferior rim appropriately. The push/pull method was used to assess stability of the aso. Despite a diligent assessment, upon release the aso immediately embolized to the descending aorta. The aso was successfully retrieved using an 11f bard retrieval snare device via an 11f sheath. The patient tolerated the procedure well and was transferred to the post op unit in stable condition.

Manufacturer narrative:
The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.